Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. This issue was identified after mixing unspecified medications. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between may 16, 2018 - may 17, 2018. One (1) sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak from the base of the spike port tubing. The reported problem was verified. The cause of the condition was not determined. This issues is being further investigated. The other four (4) samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.